Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed to FDA on: 12/14/2007.

Event description:
The customer reported, that during the third procedure of the day, a 24v message displayed on the system. The customer rebooted the system, but was not able to clear the message. Another system was brought in to complete the procedure, which resulted in a delay of one hour and 25 minutes. There was no pt injury.